Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which were identified during evaluation. Evaluation experienced intermittent power while on a dc power supply, and found it was caused by a depressed negative battery pin on the back flex. The back flex was replaced through replacement of the rear case assembly. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, depressed battery pins were found. There was no patient involvement.